Manufacturer narrative:
Philips has investigated this complaint. Field service engineer (fse) inspected the system on site and confirmed that the system will not boot up in the morning. Review of the log files stated that there was malfunctioning flex vision pc and most likely cause was malfunctioning grabber card. The fse replaced the flexvision 2 pc, loaded the operating system, and application software. After replacement, the system was returned to use in good working order. Codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that the system will not boot. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.